Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connectors there was leakage. The following information was provided by the initial reporter translated from chinese: " there was water leakage at the connection when flushing the tube."

Event description:
It was reported that the bd maxzero¿ needleless connectors there was leakage. The following information was provided by the initial reporter translated from chinese: " there was water leakage at the connection when flushing the tube."

Manufacturer narrative:
Investigation summary: a mz1000 china sample not available for investigation; however, the customer indicated the complaint sample was from lot 21115371. The feedback provided by the customer indicates leakage of water was detected between the maxzero component and the connecting PICC line during priming. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115371 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.